Event description:
A reporter gave an insulin injection to the grandchild using a new (unused) novofine 30 needle on 2/16/2000, the needle remained in the child's buttock. The reporter pulled the needle out but a piece of the needle remained lodged in pt's buttock. The next morning, on 2/17/2000, the child was brought to the physician who ordered an x-ray. Physician reported that a piece of the needle was seen on x-ray but nothing was done at that time and the child was sent home. However, on 2/18/2000, the child was brought back to the physician's office for follow-up and was diagnosed with an infection at the injection site where the needle broke off. The reporter stated that the grandchild was hospitalized for one week for IV antibiotic treatment. Reporter stated that the physician decided not to surgically remove the needle at this time. The physician confirmed that the adverse event occurred with a novo fine needle. Follow-up report received on 4/3/2000: a nurse from the endocrinologist's office stated that on 2/16/2000, a novofine 30 needle remained in the child's left buttock after an insulin injection was administered. The child was brought to the local emergency room on 2/17/2000 and exploratory surgery was performed. The product in question could not be found and the child was sent home. The nurse reported that the child was brought to the pediatric endocrinologist's office on 2/18/2000 for a follow-up visit and endocrinologist decided to hospitalize the child for prophylacitc antibiotic therapy. A small hematoma was noted at the injection site, however there was no sign of infection. The child received prophylactic intravenous nafcillin 450 mg every six hours. The nurse stated that on 2/24/2000, the child was discharged from the hosp fully recovered and that no other complications have been reported.

Event description:
Needle broke off and lodged in buttock (needle injury). Case description: a woman reported that when she gave an insulin injection to her grandson using a new (unused) novofine 30 needle on 2/16/00, the needle remained in the child's buttock. The woman stated that she pulled the needle out, but a piece of the needle remained lodged in child's buttock. The next morning, on 2/17/00, the child was brought to child's physician who ordered an x-ray. She reported that a piece of the needle was seen on x-ray, but nothing was done at that time and the child was sent home. However, on 2/18/00, the child was brought back to the phycician's office for followup and was diagnosed with an infection at the injection site where the needle broke off. The woman stated that her grandson was hospitalized for one week for IV antibiotic treatment. She stated that the physicians decided not to surgically remove the needle at this time. The physician confirmed that the adverse event occurred with a novo fine needle. Follow-up report received 4/3/00: a nurse from the endocrinologist's office stated that on 2/16/00, a novofine 30 needle remained in the child's left buttock after an insulin injection was administered. The child was brought to the local ER on 2/17/00 and exploratory surgery was performed. The product in question could not be found and the child was sent home. The nurse reported that the child was brought to pediatric endocrinologist's office on 2/18/00 for a follow-up visit and the endocrinologist decided to hospitalize the child for prophylactic antibiotic therapy. A small hematoma was noted at the injection site, however there was no sign of infection. The child received prophylactic intravenous nafcillin 450 mg every six hrs. The nurse stated that on 2/24/00, the child was discharged from the hosp fully recovered and that no other complications have been reported. Follow-up info received on 6/15/00: medwatch form returned from physician with the following info: on 2/16/00 the insulin needle broke off in the left glutteal area. The pt was seen at the local hosp. The needle was seen on x-ray, exploration and suturing was performed, and the pt was sent home. On 2/18 the pt went to the pediatric ER as the affected area became warm, indurated and tender - about 10 cm in size - felt to be part cellulitis, part hematoma (pt has chronic thrombocytopenia and insulin dependant diabetes mellitus). On 2/19 pt was admitted to hosp where pt was treated with IV-nafcillin and local warmth. Pt was discharged without any further exploration of the affected area.